Manufacturer narrative:
Product event summary: the full lead was returned for analysis. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead could not be positioned in the right ventricle. The helix of the lead would not extend during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.